Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8330h shaver handpiece caught on fire when it was plugged in and laying on the mayo stand. Shorty after, the room experienced a power outage. An ar-6480 dualwave arthroscopy fluid management system, an ar-8305 synergy resection shaver console and an ar-9800 synergy rf console were all connected and running during this incident. This was discovered during a procedure. Additional information 10/5/2022: per the sales rep jordan sterrett: the hospital¿s biomedical engineer team did their own internal investigation and found that the shaver disposable was bent during the procedure which caused the inner and outer sleeves to create friction and heat and catch fire.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the bent shaft of the shaver disposable. However, without the return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
On 02/17/2023, the complaint reporter provided additional information confirming that the event occurred after the device had been used in the procedure. In addition, it was informed that the disposable was on the mayo stand when someone accidentally stepped on the footswitch and activated the shaver. This information confirmed arthrex's hypothesis that the device had been activated without irrigation, causing the excessive heating of the disposable. On the same day, arthrex assessed the effects of activating disposable attachments without irrigation, affirming that irrigation is essential in maintaining the device at appropriate temperatures during operation. The labeling for disposable attachments, dfu-0215-7, includes two precautions related to running the device without irrigation flow, indicating that doing so will result in irreversible damage, excessive heating, and may cause thermal burns.

Manufacturer narrative:
Additional info: b5. The complaint is confirmed based on the customer provided photo, which displays the bent shaft of the shaver disposable as well as the overheated tip. The root cause of MDR 1220246-2022-05369 is misuse through continuous activation of the shaver handpiece outside of the surgical site (dry environment). The heat generated due to friction between bent blades has been identified as a contributing factor that exacerbates the heat generated from dry use. Directions for use dfu-0215-7 include a precaution that informs users that ""running the device without the flow of irrigation (dry) will cause the device to excessively heat."" To investigate this event, arthrex conducted an internal test on 10/28/2022 to replicate the overheating event with a new disposable attachment and the returned shaver handpiece. The returned shaver handpiece was tested with a known good shaver console unit (scu) and passed all functional testing. The device was then connected to the scu used in the same surgical procedure (ar-8305, s/n: (B)(6)), and both devices operated to specification. After determining that the shaver handpiece functioned as intended, a brand-new disposable attachment was lightly bent, attached to the handpiece, and tested at different operating speeds. The disposable attachment started to rub against its sheath and produced excessive heat due to increased friction, confirming that the bent disposable attachment had contributed to the event. Dfu-0215-7 includes a precaution that ""excessive side-loading on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device."" This investigation concluded that the shaver handpiece and shaver console functioned as intended and that a bent attachment can contribute to the heating observed while running the device in a dry environment.